Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery or off no power alarms were noted. The battery icon display worked properly. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported low battery life on her son's insulin pump. She stated there was 3 bars left on his battery life in the morning and by 11 am his insulin pump had gone into off no power mode. The son's blood glucose was 459 mg/dl. The son's high blood glucose was treated with a bolus delivery. The mother stated she was using energizer battery for the insulin pump. She also reported the battery cap was not damaged. She also reported receiving a low battery alert prior to the off no power alert. The mother was advised the insulin pump would be replaced. No additional information provided.